Event description:
Hives. Info was received on 31-oct-2007 from the nurse of the physician who treated a male pt, who had a medical history of arthritis in the left knee. The pt received a series of synvisc injections for three times in 2007. The pt's wife told the nurse that either the day of or the day after the pt's third synvisc injection, he experienced hives. Since then, the hives have persisted. The pt treated himself with otc oral benadryl every 4 hours. According to the pt, when he stops taking the benadryl, the hives return. Dr. Weber's office referred the pt to his family physician. The nurse reported the relationship of the event to synvisc as "probable". At the time of this report, the pt had not yet recovered. Add'l info received on 16-nov-2007 from a physician who reported that the pt was treated with a medrol dose-pack, which helped the pt's hives. However, when he finished the medrol dose-pack, the hives returned over much of his body, and were continuing as of the date of this report (16-nov-2007). MFR's comment: synvisc is administered by intra-articular injection once a week (one week apart) for a total of three injections. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint.